Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining several impacts to the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.